Manufacturer narrative:
The reported leak was confirmed. The strain relief had been torn exposing the spring body resulting in the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported complaint is consistent with damage during use.

Event description:
During a cavotricuspid isthmus (cti) ablation, fluid leaked from the joint between the handle and catheter. Ablation was discontinued and the device was removed and replaced. The procedure was completed with no adverse consequences to the patient.